Event description:
It was reported that after a da vinci-assisted endometriosis resection surgical procedure, a member of the sterile processing department discovered a broken forceps on the fenestrated bipolar forceps instrument during inspection. It was not located on the case cart. The staff in the room was asked about the issue and they did not notice the damage during the flushing/inspection at the end of the case before being sent down to processing. There was no witness of a malfunction and no one visibly saw instrument break intraoperatively. The surgeon was notified and the patient was brought in for an x-ray, where it was determined that the missing fenestrated bipolar forceps instrument tip was not retained in the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar instrument was used for a procedure (B)(6) 2022. One of the forceps tip was broken. The instrument was inspected prior to use and the procedure was completed with no report of patient injury. The issue was noticed upon receiving it in the sterile processing department. When asked about what surgical task was being conducted at the time of the issue, the customer reported the following " robot assisted laparoscopic excision of endometriosis, lysis of adhesions, appendectomy, right salpingo-oophorectomy."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the evaluation. Failure analysis (fa) replicated and confirmed the reported complaint. Fa found the instrument to have a broken grip at the grip base. A piece approximately 0.514" x 0.50" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of this failure is typically attributed to the mishandling or misuse, such as excess force applied to the instrument jaws. A review of the device logs for the fenestrated bipolar forceps instrument (471205-17/k11220117-0270) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used (B)(6) 2022. Via system serial# sk4743. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument broke and a piece of the tip feel off. It is unknown where the fragment fell. The surgeon performed a post operative x-ray and it was determined the fragment was not retained by the patient. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.